Event description:
A surgical pt was prepped, the sheet was placed on the operative site and unfolded, when the sheet was unfolded a silverfish ran out of the fold. The pt was reprepped and redraped. Surgery was delayed 30 minutes.